Manufacturer narrative:
Product complaint # (B)(4). Examination of the returned liner confirms the material fracture. Examination by a depuy material scientist did not identify error in manufacture or material. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot = lot h09048. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review = a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned liner confirms the material fracture. Examination by a depuy material scientist did not identify error in manufacture or material. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot h09048 a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that implant was received as a blind unit. Revision to address fracture of the poly liner. Doi: unknown, dor: unknown, affected side: unknown.